Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a foreign manufacturer representative (rep) and healthcare professional (hcp) regarding a patient who was receiving morphine (0.7 mg/ml at a dose of 0.33045 mg/day) and ropivacaine 1% (9.7 mg/ml at a dose of 4.5781 mg/day) via an implantable pump for chronic pain. On (B)(6) 2016, it was reported they were able to aspirate drug from the pump but could not fill it. The hcp assumed the pump was locked. They tried to refill the pump 3 times over a 1.5 hour interval. Two of the attempts were performed using computed tomography (CT) scan guidance. They then waited 24 hours and tried again. There were no patient symptoms. The patient was given oral versions of the medication to prevent withdrawal. The decision was made on (B)(6)2016 to removed the pump and no "replacement pump" was planned. Additional information has been requested regarding the event outcome, but it was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump ((B)(4)) found no anomaly. The pump was returned with reservoir complaints. No reservoir access issues were encountered during the internal decontamination of the pump, during dispense testing, or filling/aspirating the pump before the fluid path was destructively analyzed. All pump logs were clean, meaning no motor stall, motor stall recoveries, or errors of any kind had ever happened with this pump. Due to this, it had been decided to not phase 1 or phase 2 destructive analysis on this pump. This preserves the pump to have these tests done in the future if the need arises. This does not refer to the pump tube leak test, which cannot be done in the future due to the fluid path being destructively analyzed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer indicated that following the pump explant, the patient was being managed on oral medications.